Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. The customer reloaded the cartridge in attempt to resolve issue; however, the issue persisted. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.